Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited an autonomous cursor movement. It was noted that the programmer attempted to make programming changes on its own without any input. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer exhibited an autonomous cursor movement. Additionally, it was noted that the keyboard slide rails, the card bus release pin, the upper and lower handles, and the upper and lower bullets were broken. An electromagnetic interference (emi) repair was performed to solve the screen issue. All other defective parts were replaced with new and salvaged parts. The programmer passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.